Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that cancer patients are experience low viability post purification. - we are experiencing low viability in some samples from cancer patients ( down to 10-15%) post purification.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address unavailable. Bd corporate state (B)(4) was used as its place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Guidance was provided to this customer regarding the fact that leucopenia may cause loss of yield of subsets of t or b cells significantly and drugs alter cell density and therefore affect separation. This information is in the educational material provided to the customer in the troubleshooting section on page 4 by bd technical services. This complaint is unconfirmed for low viability.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that cancer patients are experience low viability post purification. - we are experiencing low viability in some samples from cancer patients ( down to 10-15%) post purification.